Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. The target lesion was located in the heavily calcified proximal left anterior descending artery (prox lad) with 70% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with rotational atherectomy and placement of a 3.50x16mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on simvastatin, zetia, plavix, coreg, aspirin, ramipril, lantus, novolog, and ismo. In (B)(6) 2011, the patient expired. The cause of death was unknown. No additional information is available at this time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).